Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, physician was having trouble putting the guidewire down the lead. The physician mentioned that it felt like the wire was "dragging." It was noted that it was hard to put the wire through the lead where the wire transitions from soft the firm. The lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.